Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked. Customer's blood glucose level was 242 mg/dl. In addition, it was reported that an occlusion alarm occurred. Customer's blood glucose level was over 500 mg/dl. A correction bolus was delivered to address high bg. Reportedly, the customer changed pump supplies to address the issues.